Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, e315 error (connection with unsupported scopes) with older scopes, could not be identified. From the facts obtained from the investigation, since the inspection result by the repair department was not attached, presumed cause could not be identified. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because evidence for defects caused by user misuse could not be obtained.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed the incompatible scope error (e315). The same error was displayed with older scopes and the scope switches did not work as well. There were no reports of patient harm.